Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the limb ischemia was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of limb ischemia was related to patient condition, the size of the patient's vessels. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported the patient experienced thrombocytopenia and vascular damage while on support. Systemic heparin was turned off to resolve thrombocytopenia, as well as discussion of removing heparin from the purge. The patient's hemoglobin levels dropped and blood was provided due to a gastrointestinal bleeding which resolved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 60-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following impella placement, it was noted that the patient had a small vasculature and developed ischemia. A fem-fem bypass was subsequently performed to treat the noted ischemia. The patient's condition improved following the intervention and impella support continued.